Event description:
The hospital reported the physician had passed the colonoscope through the transverse colon, had difficulty advancing the scope to the cecum. At that point, the physician decided to abort the procedure. Upon withdrawal of the scope, an abrasion and a small amount of blood at the transverse colon was noted. Also, the flexible section of the scope had separated from the body of the scope. However, the pt made no mention of pain or discomfort prior to the procedure. The physician had plans to follow up with the pt.